Manufacturer narrative:
The manufacturer previously received information from a customer that a ventilator inoperative condition occurred. There was no serious patient harm or injury that occurred or was reported. The trilogy 100 was returned to the manufacturer service center for evaluation, and the customer's complaint was not duplicated. During the evaluation, non-ventilator inoperative error codes were observed. The two error codes observed were err_not_charging_det_li_ion and err_power_up_system_initialization. Err_power_up_system_initialization indicates that the device started up while it was running on the internal battery. Although the cause was not identified as there was no error indicating a failure, the system pca board was replaced as preventative action. Err_not_charging_det_li_ion indicates that the device has been connected to ac power, the detachable battery requires charging but the capacity is not increasing. This is a failure, however, the device will continue to pull from ac power even if the detachable battery has completely discharged. This alone does not impact therapy. The power management pca was replaced to address this error log. The reported battery related errors are accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Manufacturer narrative:
The reported failure of trilogy 100 for ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information from a customer that a ventilator inoperative condition occurred. There was no serious patient harm or injury that occurred or was reported. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a supplemental report will be filed.